Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that brown foreign matter was found in 2 bd¿ tuberculin syringes with the bd precisionglide¿ detachable needle. The following information was provided by the initial reporter: "we are seeing some ¿stuff¿ inside the syringes that should not be there. I have an opened one and one still in the sterile package. Something brown¿."

Manufacturer narrative:
H6: investigation summary: ninety-eight samples were provided to our quality team for investigation. Through visual inspection, it was observed that five samples had some embedded burning/ brownish foreign matter in the barrel and flange area. Potential root cause for the embedded burning defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. A device history record review was completed for provided lot number 2131736. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that brown foreign matter was found in 2 bd¿ tuberculin syringes with the bd precisionglide¿ detachable needle. The following information was provided by the initial reporter: "we are seeing some ¿stuff¿ inside the syringes that should not be there. I have an opened one and one still in the sterile package. Something brown¿."